Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately seven months, post implant of this bioprosthetic aortic valve, this valve was explanted and replaced. No failure mechanism and no adverse patient effects were reported.